Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump may be delivering too much insulin. The customer stated that she had not made any changes to the device's settings. Blood glucose level at the time of the incident was below 100 mg/dl. Blood glucose level at the time of the call was 37 mg/dl, which was treated with food. The customer also reported that the insulin pump was cracked. Customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.